Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous and calcified, 90% stenosed, diagonal artery, the 2.5 x 12 mm xience xpedition stent delivery system (sds) met anatomical resistance in the vessel; the shaft became kinked and the distal shaft may have fractured. The device was removed from the vessel without reported issue and a different device was used for treatment of the lesion. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported shaft break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Further handling and manipulation of the device while attempting to position and/or remove the device likely caused the reported kinked shaft. The investigation was unable to find a conclusive cause for the reported shaft break as no shaft break was identified during returned device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.